Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Healthcare professional reported a right side "rupture".device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified brown particle material on the shell and an opening.

Event description:
Device has been explanted.